Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, power-on self-test, and a review of the alarm log were performed. During visual inspection, the door of channel b was found to be broken. To correct the condition, the pump head door assembly of channel b was replaced.  The device was serviced and restored to a good working condition.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flogard device had a broken door. No patient involvement, injury or medical intervention was reported. No further information is available.